Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu373720 serial number is unk. Gore was unable to determine which of the implanted devices was involved in the event. A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable.

Manufacturer narrative:
A review of the manufacturing records for the devices could not be performed as device item and lot numbers were not available. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to vascular trauma.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 3, which extended to zone 5. The tevar indication was for pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu343420 and tgu373720) implanted in zones 3 and 4, with coverage extending within zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 60mm, in zone 3. No post-operative complications were reported. The patient had a spinal drain placed and was transferred to the intensive care unit and discharged to home post-operative day 4. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown post-operative day 1290. On an unknown date, approximately 1290 days post-operatively, follow-up imaging reported there was dissection reported. Details of the dissection is unknown. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.